Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the specimen would not transfer from the tubing to the specimen filter despite attempting to utilize the suction and lavage options. The user was able to obtain one small sample by cutting open the tubing; however, the procedure was aborted, and the patient may require an additional biopsy. The device was returned for investigation, and the tubing of the device had been cut. During the visual inspection it was found that the connection to the filter was occluded. The bearing and the gears were inspected, and no issues were found. Functional testing could not be completed due to the tubing damage. No further information is currently available.